Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/13/2017 with the following findings: during investigation, there were no pump reboots observed in the black box. The battery compartment was found to be cracked above the grip pad. There was corrosion observed inside the battery compartment and on the returned battery cap. The returned battery cap had stripped threads. The cap was unable to maintain electrical connection. The reported power complaint was duplicated. A test battery cap was able to fit to maintain an electrical connection. A test battery cap was used to complete a 24 hours duration test. No pump reboots were duplicated during this time. A leak test failed due to a battery compartment leak. The pump cover was removed and there was no further evidence of moisture observed on the printed circuit board or internal components. There was no damage to the power circuit found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was noted that there was moisture within the batter compartment. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.